Manufacturer narrative:
Device evaluation summary: one intuition guide wire was received for analysis. The coils were stretched and unravelled. Proximal joint was stretched in a distal direction. All other joints appeared intact. The core wire had separated from a portion of the core wire at the distal tip. The distal tip had detached. Od measurements at joints, along spring, coated core wire all met specification of 0.014inch maximum. No other deformation noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One intuition guide wire was attempted to be used during a lv lead placement procedure in a mildly tortuous, non-calcified lateral coronary vein. There was no damage noted to the device packaging. There were no issues noted when removing the device from the packaging. The device was inspected with no issues noted. The device was prepped per IFU with no issues noted. The wire tip was not formed by the physician. The lesion was not pre-dilated. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that a tip of the wire detached while in the patient. It was stated that the detached portion was secured within the lead lumen, extending out the tip of the lead within the lateral vein. No patient injury reported. It was stated that the lead was functioning properly.

Manufacturer narrative:
Additional information: it was stated that the only way to retrieve the tip was to remove the entire lead and start over. It was decided not to remove the lead as the patient would likely not be able to tolerate additional contrast. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.